Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to above 400 mg/dl (with the continuous glucose monitor displaying values as ¿high¿) after approximately 4-24 hours of pod wear on the leg. The patient noted that the cannula did not appear to have properly inserted into the skin at the infusion site, reporting that the cannula was outside the thigh. The pod adhesive was secure at the time of use without insulin leaking observed. There was no medical intervention reported in relation to this event.